Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, broken belt clip slot, cracked reservoir tube lip, and missing belt clip.

Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 370mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.